Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet display malfunctioned with a cracked lcd, rendering the touchscreen unusable; the user was unsure how the damage occurred and transitioned to backup therapy without blood glucose impact. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and no injury related to glass exposure. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a fractured component localized to the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.